Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump did not alarm no delivery and the cannula was bent. The customer stated that she was told not to take insulin to avoid low blood glucose, but since she was not connected to the insulin pump and her glucose level was 500mg/dl, she took the insulin anyways. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Then the customer called back and stated that the insulin pump was not functioning and requested a replacement. No further information was provided.